Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Device evaluation: product evaluation was not preformed the product was discarded prior to returning. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was explanted from the patient¿s left eye. Reportedly, the doctor initially implanted a non-johnson and johnson iol. Patient then had an unexpected post-op refractive outcome. He did an iol exchange and replaced the non-johnson and johnson iol with a zcb00 lens. After the exchange however, the patient once again had an unexpected post-op refractive outcome (-4.5). The doctor wants to do another exchange in this eye. Further follow-up confirmed that the suspect zcb00 was explanted and replaced with an ar40m iol. The patient refracted to +3.50. It was learnt that the doctor is extremely frustrated and not sure what to do next. He will most likely refer the patient to another surgeon. Product was not kept for return. No other information was provided.